Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 6/cart 84/box lot # 73f1800771 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a retroperitoneal laparoscopic right radical nephrectomy the doctor found the clip cannot be closed, cannot be used during hemostasis. It was replaced with a new one to complete the treatment. There were no adverse consequences.